Manufacturer narrative:
Other, other text: h6. Evaluation codes: updated. D3, g1,2 email is: regulatory.responses@icumed.com. No product was returned. The instruction for use (IFU) provides instructions on using the disconnect wedge, which is provided with every device. IFU excerpt: "care must be taken to avoid excessive force when connecting a circuit to this product. Failure to do so may result in difficulty disconnecting the circuit for emergency airway access for suctioning". "Always hold the base of the 15mm connector when disconnecting. If difficulty is experienced when disconnecting, utilize the disconnect wedge provided by inserting the thin end between the connectors and pushing to force them apart. Do not apply forces to the tube itself as this may result in tube damage which may compromise the airway". There have been no trends identified with defective swivel connectors. A device history record (DHR) review could not be performed as the lot number was unknown. With limited details in the complaint description and no product returned, the investigation could not confirm the reported issue. No corrective actions are planned currently. If the product is returned the manufacturer will re-open the complaint for further device analysis.

Manufacturer narrative:
Other text: d4: UDI, expiration date and h4: manufacture date are unknown, no product information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the swivel adaptor piece broke while disconnecting from the ventilator circuit. No injury or adverse patient effects were reported by the customer.